Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. Due to over torqued inner coil inside the connector region the lead failed the short test. The cause of the reported event was isolated to the over torqued inner coil inside the connector region. Visual and x-ray examination did not find any other anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a right atrial lead implant. During placement, it was noted the capture threshold was high and p wave sensing was low. The physician changed the lead's position, but the lead was now not sensing in additional to the initial issues. The lead was re-positioned again, but the lead was not capturing along with the previous issues. The lead was removed and replaced. The patient was stable.